Manufacturer narrative:
The following other devices were added in this report: reliance pf hip #2/12mm; cat# 6265-2-002; lot# 18852504; 26mm +8 lfit v40 head; cat# 6260-9-326; lot# 40791302. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported by patient's wife that her husband fell off a tractor at work and snapped the head off his femur. Patient had surgery and since experiences pain, trouble walking and limps.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding patient pain involving a uhr bipolar head was reported. The event was not confirmed. Method and results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: clinician review of the provided records concluded "there is no evidence of any clinical problems related to factors of faulty component design, manufacturing or materials documented in this case." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the exact cause of the reported pain could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported by patient's wife that her husband fell off a traitor at work and snapped the head off his femur. Patient had surgery and since experiences pain, trouble walking and limps.